Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system (sn (B)(6)) at the customer site. The reported complaint that the thermogard xp ivtm system displayed tcmid:08 (coolant temp low) and tcmid:06 (ce post failure) error messages was confirmed during the system's event log review. During functional testing, tcmid:06 was replicated. The root cause of both error messages was the defective cooling engine heater, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in june 2012 and is over 13 years old. The event log contained multiple tcmid:08 and tcmid:06 error messages around the reported event date, confirming the reported complaint. The thermogard system failed functional testing due to the tcmid:06 error, confirming the complaint. The root cause of both the reported tcmid errors was identified as the defective heater, which was replaced to remedy the faults. After service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:08 (coolant temp low) and tcmid:06 (ce post failure) error messages. Another thermogard console was used to continue treatment. No negative impact on treatment or patient.